Manufacturer narrative:
The olympus field service engineer (fse) went to the customer site to troubleshoot the issue. The fse found a cable issue between the device and the monitor. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during a procedure, the evis exera iii video system center image was lost intermittently. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon seems to have occurred due to faulty cable between the concerned device and monitor. Olympus will continue to monitor field performance for this device.